Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had an MRI earlier in the week and when the scan was started, she started to feel a little bit of warmth in her back and it felt like someone threw hot water on her body. The scan was stopped after the patient felt this. The ins was in MRI mode for the scan and all scan conditions were per MRI labeling. No further complications were reported.

Manufacturer narrative:
F information is provided in the future, a supplemental report will be issued.